Manufacturer narrative:
The device investigation revealed oxidized battery contacts likely caused by leaking electrolyte. Observed damage appears consistent with mechanical stress and/or heat. The problems described in the patient report seem to match the damage found. This is a final report.

Event description:
A sonnet rechargeable battery (standard battery pack) was received at service repair and found to be leaking. However, neither patient contact to battery chemistry nor any injuries were reported. The battery was returned for repair since it was not working and would not charge, even when left in the charger overnight. The other rechargeable batteries that the patient has work properly.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A sonnet rechargeable battery (standard battery pack) was received at service _ repair and found to be leaking. However, neither patient contact to battery chemistry nor any injuries were reported.